Event description:
The surgeon implanted an aa4203tl silicone toric plate lens but it tore while being inserted. The incision was enlarged to remove the lens and suture were required to close the wound. An msi-tr injector and an mtc-60c cartridge were used but the lot numbers were not known by the facility.